Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on follow-up communication with the physician and a review of the angiography, it appears that during deployment the stent elongated in a uniform manner distally and focally in the proximal third of the stent. A flow-limiting dissection in the popliteal artery was left untreated, which would increase the potential for stent occlusion at a later timepoint. The review of the angiography 13 months post implantation concluded that the focal elongation in the proximal portion of the stent appeared to be more pronounced than at index, the stent was found to be occluded and there was clear separation between the distal and proximal portions of the stent. It was therefore concluded that the stent had fractured at this location. Elongation of the stent may typically occur when the pin end of the delivery system is moved during deployment. Any movement at the pin end of the device is counter to the advice provided in the device instructions for use. If the biomimics 3d stent is deployed incorrectly with gross focal distortion, the stent structure may not have the correct intended strut pattern. In the absence of a report of direct action which may have contributed to either of the reported events (fracture, occlusion), the most likely root cause is that the incorrect deployment of the stent, which resulted in gross focal distortion, yielded an incorrect intended strut pattern, which when subjected to physiological loading resulted in the fracture of the stent. The reported patient effects of occlusion and claudication are listed in the biomimics 3d instructions for use as known potential patient effects associated with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This event was reported during routine clinical follow-up of a subject enrolled in a post-market observational study in europe. The subject was treated with the biomimics 3d stent on (B)(6) 2017. The 100% diameter de-novo stenosis was 120 mm in length and located in the right superficial femoral artery (sfa). There was a small non-flow limiting dissection in the popliteal artery post intervention which was left untreated. On (B)(6) 2018, a duplex ultrasound performed at the 12-month follow-up indicated that the stent was not patent. On the (B)(6) 2018, an occlusion of the distal sfa to p2 segment of the popliteal artery was confirmed under angiography. The physician also suspected the presence of a stent fracture. The sfa and popliteal arteries were treated with lutonix drug-coated balloons and a 5 x 150 mm supera stent was placed stent-in-stent within the biomimics 3d stent. No additional complications were reported.